Event description:
Reference number (B)(4). Event occurred in the united states. On 01-jul-2024, it was reported that the patient faced that infusion set had blockage in the tubing. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.